Manufacturer narrative:
B3: date of event - aware date of 09jan2023 used as event date is unknown. B5 event description date of index procedure corrected.

Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient present to the hospital with chest pain. Transesophageal echocardiogram revealed a thrombus on the surface of the closure device. Oral anticoagulant medication was administered. In (B)(6) 2023, a thrombectomy was performed. The patient fully recovered and was discharged from the hospital. It was further reported the laa closure procedure took place in (B)(6) 2020. The closure device was noticeably tilted with a large mitral shoulder but no peri device leak was present. During a routine follow up examination in (B)(6) 2022, a device related thrombus was identified. The patient was restarted on eliquis. By (B)(6) 2022, the non mobile thrombus had not resolved and a thrombectomy was performed in (B)(6) 2023.

Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient present to the hospital with chest pain. Transesophageal echocardiogram revealed a thrombus on the surface of the closure device. Oral anticoagulant medication was administered. In (B)(6) 2023, a thrombectomy was performed. The patient fully recovered and was discharged from the hospital. It was further reported the laa closure procedure took place in (B)(6) 2020. The closure device was noticeably tilted with a large mitral shoulder but no peri device leak was present. During a routine follow up examination in (B)(6) 2022, a device related thrombus was identified. The patient was restarted on eliquis. By (B)(6) 2022, the non mobile thrombus had not resolved and a thrombectomy was performed in (B)(6) 2023. It was further reported that during a follow up transesophageal echocardiogram post thrombectomy, and the closure device was free from the presence of thrombus.

Event description:
It was reported that a device related thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2022, the patient present to the hospital with chest pain. Transesophageal echocardiogram revealed a thrombus on the surface of the closure device. Oral anticoagulant medication was administered. In (B)(6) 2023, a thrombectomy was performed. The patient fully recovered and was discharged from the hospital.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.